Manufacturer narrative:
(B)(4). Problem of needle detachment. A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator is broken. The dart is missing and was not returned. There is a small amount of fraying at the break. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure done on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture. The needle was removed from inside the patient by the physician's gloved hand. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.